Event description:
It was reported that the pulse generator exhibited backup vvi twice. The patient experienced a twitch at high output. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received a review of the provided backup vvi status report revealed that backup vvi occurred due to multiple bits being flipped. A product code download was successfully performed in the field. As received, normal device function was observed. The backup vvi mode could not be reproduced despite extensive testing.